Manufacturer narrative:
(B)(4). The lot was manufactured from 02/14/2013 to 02/19/2013. Evaluation summary: the device was returned for evaluation with fluid inside of the housing. Visual inspection and functional leak testing identified a leak from the welded area of the volume indicator port, located inside of the housing. The cause was determined to an inadequate weld of the volume indicator to the port during the manufacturing process. A CAPA was opened to address this issue. A batch review was conducted and it was found that during manufacturing, there was a leak observed during functional testing. After the rework there were no defects observed. The lot met acceptance criteria for release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from an unknown location. This occurred after filling and before patient connection. There was no patient involvement. No additional information is available.